Manufacturer narrative:
Xray demonstrated wireform intact and heavy calcification on all three leaflets. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 3 on the inflow aspect. Leaflet 1 had a 5 mm tear near commissure 1 and leaflet 3 had a 6 mm tear near commissure 1. Calcification was evident at the tears. Wireform was exposed on commissures 2 and 3. Sewing ring and cloth had multiple cuts around the valve. Customer complaint of stenosis and calcification were confirmed. Calcification restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23 mm aortic valve was explanted after an implant duration of 5 years, 7 months due to calcification and stenosis with a mean gradient of 44 mmhg. Per obtained medical records, the patient developed recurrent symptoms of shortness of breath and paroxysmal atrial fibrillation. A non-edwards mechanical valve was successfully implanted in replacement. The patient was taken to the ICU in satisfactory condition. The patient was discharged home in stable condition on post-operative day six.